Event description:
A cartridge alarm was reported during the load process. Blood glucose levels remained stable, as indicated by the successful resumption of insulin therapy with a new cartridge. The patient was able to fill a new cartridge and continue using insulin therapy after the issue was resolved.